Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The image intensifier was also evaluated and re-focused. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display usable image quality and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.